Manufacturer narrative:
The investigation determined that higher than expected bhcg ii results were obtained from a non-vitros biorad quality control (qc) fluid using vitros immunodiagnostics products total bhcg ii reagent lot 2830 in combination with a vitros 5600 integrated system. The assignable cause for the higher than expected vitros bhcg qc fluid results is most likely suboptimal calibrations. The parameters for the calibration events from the date of the event, (B)(6) 2020 were atypical when compared to database values. The cause of the suboptimal calibrations is unknown. Following a recalibration event on (B)(6) 2020, vitros bhcg qc results returned to expectations. Based on historical quality control results, a vitros bhcg lot 2830 performance issue is not a likely contributor to the event. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, because precision testing was not performed on the vitros 5600 system, an instrument related issue cannot be entirely ruled out. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros bhcg ii reagent lot 2830. (B)(4).

Event description:
The customer reported higher than expected bhcg ii results obtained from a non-vitros biorad quality control (qc) fluid using vitros immunodiagnostics products total bhcg ii reagent lot 2830 in combination with a vitros 5600 integrated system. Biorad lot 85210 l1 vitros bhcg results of 8.231, 8.636 and 8.721 miu/ml versus an expected result of 4.96 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros bhcg results were from a non-patient fluid. The customer did not give any indication that patient results had been affected. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There is no allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved (two different reagent packs are affected). This report corresponds to ortho clinical diagnostics inc. (B)(4).